Manufacturer narrative:
Via the phone the customer was informed to perform some regular testing; check the power cord protection, replacement and testing. After new treatments there was no further feedback from the customer. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Event description:
The user facility in the netherlands reported that during the procedure, the system shut down without any messages. The power cord was unplugged, plugged back in and the system was restarted. The procedure continued with no impact to the patient.